Event description:
Secondary bacterial peritonitis. Spontaneous report was received from a physician via a sales rep in 2004, for 3 days regarding a pt who underwent colorectal surgery 3 days earlier and received two sheets of seprafilm. After the surgery (time interval not provided), the pt developed postoperative pain and consequently underwent an exploratory laparotomy in 2004. The surgeon initially suspected a dead bowel, however he found grayish mucous-like fluid in the abdominal cavity, and irrigated the abdominal cavity. The surgeon described his findings as seprafilm induced peritonitis. The pt's condition deteriorated after this surgery and the pt underwent a second exploratory laparotomy 2 days later, during which the surgeon found secondary bacterial peritonitis. The pt died after surgery. It was the opinion of the surgeon that the event was secondary to the use of seprafilm. No further info was provided.